Event description:
It was reported that the patient re-admitted to the hospital 4 days post implant for vt/cardiac arrest. It appeared that the patient had a myocardial infarction (mi). It was noted that a possible ICD or lead malfunction was suspected. The patient expired 43 days after implant. The device was checked 30 days post implant and was functioning appropriately.